Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During the procedure, the balloon of 5f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly, it was retracted when the user had withdrawn the unknown balloon catheter until the balloon abuts the distal tip of the procedural unknown sheath. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU). The balloon did not lose pressure. The device was purged of air during prep. The mynx vcd was used in a pci procedure. The procedure used a retrograde approach. The deployer mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. Hemostasis was achieved via manual compression for greater than 30 mins. The patient has since recovered. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: during the procedure, the balloon of a 5f mynxgrip vascular closure device (vcd) was not anchored inside the vessel properly, it was retracted when the user had withdrawn the unknown balloon catheter until the balloon abuts the distal tip of the procedural unknown sheath. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU). The balloon did not lose pressure. The device was purged of air during prep. The mynx vcd was used in a pci procedure. The procedure used a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. Hemostasis was achieved via manual compression for greater than 30 mins. The patient has since recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The sealant, advancer tube, syringe and procedural sheath were not returned with the device. Per functional analysis, the balloon of the returned device was inflated with water, and pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f2021301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube not being maintained during catheter removal, could dislodge the sealant from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.